Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have moisture under display screen due to jumping into swimming pool. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No moisture damage found on the electronics, motor, battery tube, vibrator, and keypad assembly on the insulin pump. The device had minor scratches on the lcd window, scratched reservoir tube window, cracked battery tube threads, and cracked reservoir tube lip.